Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin delivery. No additional outcome information was provided beyond the customer resolving their issue by replacing the cartridge. However, the customer reverted to manual dose injection.